Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation ¿no image¿. Both the ultrasound and normal processed image were evident and fully functionally during initial inspection and no signs of fluid or associated damaged was identified during investigation. Additionally it was noted that the angulation in the up direction was out of specified value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the bronchofibervideoscope displayed no image. The issue occurred during an unknown procedure. The procedure was completed with a similar device. There was a delay in changing to an alternative scope but the delay was not of such length as to have caused patient harm. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: warning ¿ never perform angulation control forcefully or suddenly, forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.